Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed the light guide fiber bundle (lcb) broken; however, it is not related to the alleged complaint. Based on the technical report, it was evalauted to submit MDR. Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation, flickering image, image faded out. This event occurred at the time of before use. There was no report of patient harm.